Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged, exhibited undersensing and loss of capture (loc). Additional information was received and indicated that the patient had lightheaded symptom. The lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.